Manufacturer narrative:
(B)(4).

Event description:
It is reported the event occurred in the cardiovascular operating room. The insertion site is unk. The physician inserted the guide wire via the introducer needle, but was unable to remove it from the needle. As a result, the patient had multiple attempts to place the catheter before the procedure was successful. There was no reported delay in treatment. There was no reported death, injury, or patient complications.